Event description:
It was reported that the patient's pump may be empty, but there was no available programmer to interrogate the device with. There were no patient symptoms or injuries associated with the event; however, the physician would monitor the patient overnight in case of withdrawal symptoms. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID, 8596sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).